Event description:
It was reported that the patient was presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was unable to be implanted due to an helix mechanism issue whereby the helix would retract while the physician attempts the rv lead helix fixation. The rv lead was removed and replaced on 27 dec 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing found no indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil consistent with procedural damage. No other anomalies were seen.